Event description:
It was reported that during a da vinci-assisted surgical procedure that the fenestrated bipolar forceps (fbf) exhibited non-intuitive motion. The system was restarted, and the instrument was reseated, with no resolution. A third fbf was opened, which worked properly. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information from the customer: lowering the instrument's wrist worked only hesitantly. When the instrument's wrist was moved to the left, the instrument snapped upwards.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips tips opened and closed properly. The instrument passed the grip test and passed the energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. The probable root cause of the customer reported issue cannot be determined since the issue could not be confirmed and may be due to other factors unrelated to the product. Additional observation not reported by site: the instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.636mm. The grips were not found to be cracked. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.